Event description:
A customer contact beckman coulter regarding erroneously high troponin (accu tni) results from multiple pt samples that were generated by the unicei dxl 800 access instrument. Per customer, the erroneously high accu tni results were generated three days. The erroneous accu tni results were in the range of 0.53ng/ml to 43.41ng/ml. - no info was provided if the results were reported out of the lab. The customer retested the pt samples and obtained accu tni results in the range of 0.01ng/ml to 0.23ng/ml. - based on the available info, some of the repeat samples were re-spun prior testing. The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.